Event description:
Additional information was received that noise resulted in oversensing and there was suspected lead damage, although not confirmed.

Event description:
During a remote follow-up, noise was observed on the right ventricular (rv) and right atrial (ra) lead. No intervention has been performed. The patient is stable and will continue to be monitored.